Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during placement, upon inspection foreign matter was discovered as well as the stopper being damaged with a bd syringe ns 5ml ls. The following information was provided by the initial reporter: I would like to notify you of the complaint that we have received from one of our customers. Final product was complained from the reason that syringe leaked. It was reported that "during placement of a cvc - the syringe entered air (due to leakage)." The syringe contained obvious signs of use in the form of biological material. Visual examination revealed the black plunger seal on the syringe was offset. When the plunger was retracted, it was observed that bits of the seal were separated. The plunger and seal were then removed from the barrel and the plunger was microscopically examined. The seal was missing various pieces of material, and many fragments were falling off. The plunger was visually examined and appeared as expected. The returned injection syringe was unable to consistently aspirate and purge water. A device history record review was performed with no relevant findings.

Event description:
It was reported that leakage occurred during placement, upon inspection foreign matter was discovered as well as the stopper being damaged with a bd syringe ns 5ml ls. The following information was provided by the initial reporter: I would like to notify you of the complaint that we have received from one of our customers. Final product was complained from the reason that syringe leaked. It was reported that "during placement of a cvc - the syringe entered air (due to leakage)." The syringe contained obvious signs of use in the form of biological material. Visual examination revealed the black plunger seal on the syringe was offset. When the plunger was retracted, it was observed that bits of the seal were separated. The plunger and seal were then removed from the barrel and the plunger was microscopically examined. The seal was missing various pieces of material, and many fragments were falling off. The plunger was visually examined and appeared as expected. The returned injection syringe was unable to consistently aspirate and purge water. A device history record review was performed with no relevant findings.

Manufacturer narrative:
H.6. Investigation: it has been received 1 used sample of 5ml plastipak and 9 pictures for investigation. Upon visual inspection of the pictures received, it can be observed the stopper of the syringe was not correctly assembled to plunger rod. This is the cause of leakage during use. It can also be observed in the pictures and sample received small pieces of stopper inside the syringe which have resulted detached from the stopper. A foreign matter can also be observed in the pictures and sample received. DHR of lot 1705051p has been reviewed not finding any annotation or deviation regarding the alleged defect. Stopper misassembled, has been caused because the plunger-stopper was not correctly aligned to the barrel at the moment of assembly due to any misalignment or failure of assembly wheels in assembly station. This misalignment could have also caused stopper was damaged against assembly wheels resulting in particles detached. Regarding foreign matter, ftir analysis was completed on the brownish material observed in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of calcium phosphate mixed with silicone. H3 other text : see h.10.